Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the monitor for the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts were replaced and no parts were returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that there was an intermittent issue with the surgeon monitor video signal; sometimes the screen went black. The site would disconnect and reconnect the cable and the monitor would function. It was noted that the touch functionality of the monitor was not good and it took hard and multiple touches on the screen to get action. There was no patient present when this issue was identified.

Manufacturer narrative:
The surgeon monitor was returned to the manufacturer for analysis. Analysis found that when connected to a known good system, the monitor went blank shortly after power up. It was noted that hot plugging the monitor brought the image back. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.